Manufacturer narrative:
Potential lot numbers: dr18g05020; dr18g06069; dr18h06075; dr18g19021; dr18c05045; dr17l22050; dr18d1133.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink buretrol solution sets leaked; further described as the burettes cracked while priming with blood. This was identified during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufacture date 1. The lot dr17l22050 was manufactured on december 23, 2017. 2. The lot dr18c05045 was manufactured on march 06, 2018. 3. The lot dr18g06069 was manufactured on july 09, 2018. 4. The lot dr18g05020 was manufactured on july 05, 2018. 5. The lot dr18h06075 was manufactured on august 07, 2018. 6. The lot dr18g19021 was manufactured on july 19, 2018. 7. The lot dr18d11033 was manufactured on april 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.